Event description:
Patient had the star ankle poly core exchange during a procedure to remove osteophytes causing bone impingement.

Manufacturer narrative:
Visual examination by surgeon at the time of revision showed the poly care showed little wear. Device replaced as matter of opportunity secondary to the procedure to address bone impingement on the poly core.